Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.